Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was in emergency room as a result of low blood glucose. Customer was in a hypoglycemic diabetic coma a couple months back .the customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with glucagon. Customer will not be returned device for analysis.